Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a device system revision was completed due to infection and sepsis about two months post implant. This right ventricular (rv) lead was explanted and replaced with a different model. The rv lead will not be returned due to infection. No additional adverse patient effects were reported.